Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the package of the matrix screws was opened for use in surgery, only 3 screws were found instead of the expected 4 screws. The doctor used another spare set of screws, and had no problems as a result. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This medwatch is being rescinded. The complaint was reviewed on 1/30/2014 and event does not meet the definition of an MDR reportable event. There is no indication of surgical delay or harm to the patient, there was an another available device during the procedure. The lack of one screw would not have prevented the surgeon from using the other 3 screws.